Event description:
It was reported that the procedure was to treat a mid right coronary artery. As the 2.5 x 38 mm xience prime was being advanced over an unknown guide wire, before entering the body, the shaft separated. There was no resistance noted when advancing the catheter. Another xience prime stent was implanted. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The hypotube separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.